Event description:
A customer obtained an erroneously high troponin (accutni) result for one patient. The original specimen was re-tested on the dxc 600i and on a different instrument and lower results were obtained. The results were reported out of the lab. The customer stated the patient was kept overnight for observation only. There was no customer report of injury or death attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications the morning of (B)(6) 2010. Qc was out specifications when tested later on that day. A field service engineer (fse) was dispatched: the fse inspected the instrument and noted bubbles in the wash pump during aspiration and the mixer belt was worn. The fse performed a preventive maintenance (pm), and replaced the mixer belt. The fse conducted a diagnostic testing and qc. The fse verified repair per established procedures and results met published performance specifications. Although the fse performed a pm, no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.